Event description:
It was reported that a stroke occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was successfully completed without incident. Approximately, 12 hours post procedure, patient was acting "off", which lasted one hour. Then approximately 12 hours later, an acute infarct was confirmed. A follow up transthoracic echocardiogram was performed to show the seal of the device remained unchanged without thrombus and negative pericardial effusion. Two days post procedure, the patient was stable and was planned to be discharged two days later.